Event description:
The lead was explanted when repositioning was unsuccessful due to dislodgement.

Manufacturer narrative:
The analysis of the lead did not reveal any device condition that would have contributed to the dislodgement. The electrical characteristics of the lead were found to be normal. Mechanical and visual inspection found the helix in fully extended position and clogged with body fluid/tissue the ensuing resistance may have resulted in an over-torque condition. After destructive analysis and cleaning, the helix was found to function normally. The helix extension was measured and was within specification.